Event description:
Medtronic literature review found reported of death, ruptured aneurysm, visual acuity loss with persistent visual impairment, mass effect, residual aneurysm, and endoleak in association with pipeline embolization. The time frame of this study was between 2017 and 2021. The purpose of this article was to characterize the various types of endoleaks following aneurysmal flow diversion. The authors reviewed 5 cases of patients treated for aneurysms using pipeline embolization device. Of the 5 patients, the average age was 50 years, 4 were female and 1 was male. The endoleak classification system created in this article is as follows: type 1a ¿ low flow endoleak due to graft porosity type 1b ¿ high flow endoleak due to graft porosity type 2 ¿ endoleak via flow through an overstented branch vessel type 3 ¿ endoleak via stent migration no longer covering aneurysmal neck type 4 ¿ endoleak due to malapposition of the stent wall type 5 ¿ endoleak via collateralization from adjacent blood vessels. The article does not state any technical issues during use of the pipeline stent. The following intra- or post-procedural outcomes were noted: ruptured aneurysm during treatment which required a ventriculostomy placement and lead to death of the patient visual acuity loss in left eye with persistent visual impairment post initial treatment with mass effect on optic nerve. Continued to have large residual aneurysm which was treated with additional stent placement endoleaks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.